Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the printed circuit board needed to be replaced. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the high flow insufflation unit had error e03 (excessive pressure when inflated), and the device was turning off. There were no reports of patient involvement.

Manufacturer narrative:
The report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the defective printed circuit board could not be identified. Olympus will continue to monitor field performance for this device.